Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a no delivery alarm. The customer¿s blood glucose was 437 mg/dl at the time of incident. Customer stated that the insulin pump alarmed no delivery the night prior to call and blood glucose reading was 120 mg/dl and treated with insulin pump. Customer's blood glucose was at 300 mg/dl by midnight and treated with manual injection. Customer reported that the insulin exited after a fixed prime has been delivered. Customer reported that the infusion set cannula was bent when removed from the body. Customer also reported that the insulin pump up button was unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with no button response at up arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm excessive no delivery alarms and unable to perform any tests due to button unresponsive. Device received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.